Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to not related to the device/therapy, but related to the implant procedure; surgery / anesthesia was noted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient developed meningitis with vomiting and a fever; no neurological deficit was noted. The diagnostic methods included laboratory testing on (B)(6) 2017 that resulted in the cerebrospinal fluid cytochemistry being abnormal. The appearance was xanthochromic, proteins were 68.8 mg/dl, glucose was 41 mg/dl, leukocytes were 145 mm3, and polymorphonuclear was noted. It was also stated that the cerebrospinal fluid culture was negative. The etiology was not related the device/therapy, however the relationship to the implant procedure was not addressed. The seriousness of the event included in-patient or prolonged hospitalization and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The actions/interventions included administering vancomycin and meropenem for 7 days starting on (B)(6) 2017, and then ceftriaxone alone for 7 days; the medications were administered per the recommendations of an infection. The event was resolved without sequelae on (B)(6) 2017.

Event description:
No new information was received.